Manufacturer narrative:
The product was returned and the failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Visual inspection: the inserter was received without the anchor. Also, dent observed at the distal end of inserter. The probable root causes for the reported failure involving this device could be due to excessive force applied by user to device or hard bone. (B)(4).

Event description:
It was reported that the tip of the peek end of the anchor broke. Broken part could not be completely removed. Nothing remained in the patient. Surgical delay of 3 minutes, no other consequences reported. Procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the peek end of the anchor broke. Broken part could not be completely removed. Nothing remained in the patient. Surgical delay of 3 minutes, no other consequences reported. Procedure was completed successfully.